Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com.

Event description:
Additional information received via email. It was stated that the customer "checked fuses, passed". The event date is updated from unknown to 08-august-2023. Event occurred during preventive maintenance of the device. There was no patient involvement.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device evaluation: visual inspection found the device had a broken pole clamp and cracked tank cover. Also noted was an outdated printed circuit board (pcb) and power switch. Functional testing found the connection between the power switch and pcb is damaged; therefore no power, confirming the customer complaint. Root cause was attributed to a known design failure with an outdated pcb board causing the power switch lead to break off the pcb from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
UDI section of d4 is unknown. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit would not power on. There has been no report of patient involvement.